Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon would not advance and the catheter was froze on a guidewire. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was used during a percutaneous coronary intervention (pci). The wolverine could not be inserted into the guide catheter, and it would not advance. The wolverine together with the guidewire were removed outside the body. It was noticed that friction resistance with the guidewire and an issue with the guidewire port of the wolverine occurred. The procedure was completed with a non bsc device. No patient complications were reported in relation to this event. Device evaluated by MFR: based on the potential root causes identified, the following attributes were examined: the customer guide catheter was not returned for analysis. The recommended guide size for this wolverine device is a minimum of a 6fr guide catheter. On analysis, the investigator applied a vacuum and successfully advanced the device through a boston scientific 6fr guide catheter with no resistance encountered. An examination of the returned device identified that the balloon had not been inflated. The balloon of the device was visually and microscopically examined and no issues were noted that may have potentially contributed to the complaint incident. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks along the length of the hypotube. No other issues were identified during the product analysis